Event description:
It was later reported that the patient experienced a change in therapy effect. On (B)(6) 2014, a manufacturer representative went to the hospital to check the patient¿s pump. On the same date, it was thought that the patient was getting too much drug, so the hcp accessed the pump and found that the pump had the correct volume, so it did not appear to be overinfusing. The drug was discarded and then the patient started having withdrawal symptoms. On (B)(6) 2014, the patient was doing better. The patient was given morphine. It was unknown if it was oral or intravenous. The (B)(6) 2014, the reservoir volume was 1ml. It was noted that the reservoir was emptied. The device system was used to deliver clonidine, bupivacaine and morphine. It was later reported that, on (B)(6) 2014, the pump was empty and had been since (B)(6) 2014. The reporter asked how long the pump could be empty before damage would be done. At this time, the patient was still in the hospital and would be moved to a ¿regular room¿ that day.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was discharged on (B)(6) 2014. The patient saw their physician on (B)(6) 2014. The infectious disease physician wanted to wait two weeks before ¿messing with the pump.¿ the primary physician agreed and was going to wait the two weeks. It was noted the physician wanted a sample to be drawn from the pump and possibly also a sample from the pocket were fluid had built up around the pump. It was noted that the target ¿removal¿ date was (B)(6) 2014 or the ¿first of the following week¿; assuming that the patient could tolerate the pain level between the day of report and the day of removal on the oral medications. Additional information received reported that there was no infection found when cultured. Patient was doing well. It was noted that it was unknown if the pump would be explanted.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).